Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded code 1003 message indicative that the battery voltage is too low for the projected remaining capacity. The battery appeared to be depleting more quickly than expected. This device remains in service and replacement was recommended. No adverse patient effects were reported.